Event description:
It was reported that resistance was met while the zeta was being tracked over a guide wire, outside of the patient. The soft tip separated from the stent delivery system (sds) during an attempt to withdraw the device from the guide wire (contrary to IFU). The separated tip was easily identified by the physician and removed without any problems.